Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: m016445c001, version: 3.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the patient's post scans revealed a bleed. There was no delay to the procedure. The patient has had no impacts since the procedure.

Manufacturer narrative:
H2: please see section d9 for when the logs were available to be analyzed. H2-h6: a software task was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was not caused by the software. Analysis found that the software functioned as designed. It was seen that recommendations were not followed. Inaccurate and undervalued thermometry during long high-power laser applications occurred. Codes b24, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.